Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not)been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter tilted and struts perforated the inferior vena cava impinging on the bowel, l3-l4, and adjacent aorta. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five years eleven months of post deployment, the imaging files of computed tomography (CT) abdomen and pelvis with intravenous contrast and ultrasound abdomen previously performed were reviewed. The findings revealed that there was a bard eclipse retrievable inferior vena cava filter, positioned infrarenal at the l3-l4 level above the caval bifurcation. The filter was tilted anteriorly and slightly lateral. The filter apex contacted the anterior caval wall and may be embedded. A total of 4 out of 6 primary filter struts and several secondary/centered struts perforated the wall of the inferior vena cava. Medial struts impinged on the adjacent aorta, anterior struts impinged on overlying bowel and posterior struts impinged on the underlying vertebra and l3-l4 disc. The posteromedial perforated strut might be fractured. There were no caval thrombosis or clot within the filter. There was no pericaval hemorrhage. Therefore, the investigation is confirmed for the perforation of the inferior vena cava and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 02/2016), g2, g3. H11: b3, d1, d4, h6 (result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter tilted and struts perforated the inferior vena cava, impinging on the bowel, l3-l4, and adjacent aorta. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for alleged filter tilt and perforation of the inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter tilted and struts perforated the inferior vena cava, impinging on the bowel, l3-l4, and adjacent aorta. The current status of the patient is unknown.